Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the operating team heard a "crunch" and noticed the labs on the omega lag screw had deformed during insertion. Surgeon took screw out and put a new one in. The screw was not bent prior to insertion. One step insertion wrench was used.

Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
It was reported the operating team heard a "crunch" and noticed the labs on the omega lag screw had deformed during insertion. Surgeon took screw out and put a new one in. The screw was not bent prior to insertion. One step insertion wrench was used.